Event description:
The customer alleges that the green piece and the white/clear plastic piece had fallen off in the bag. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.